Event description:
The customer reported that the system will not boot. It takes multiple attempts to boot the system completely. No pt injury was reported.

Manufacturer narrative:
The ge svc rep confirmed the problem by connecting the external monitor, system cpu is not booting system. He installed the sbc upgrade kit and reloaded the software. The system operates as intended.